Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that the reservoir exploded in the insulin pump and the insulin went into the insulin pump. The customer reported that the insulin pump display went blank immediately after being exposed to moisture. The customer's blood glucose was unknown at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.